Event description:
It was reported to philips that the device was unable to power up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and confirmed the reported difficulty. The fse determined the power supply¿s single-phase voltage failed. The fse recovered the voltage, re-installed the flat detector controller software, restarted the system and the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system has no power after lightning. The fse noticed that there was power supply¿s single-phase voltage failed. The fse recovered the failed single-phase, downloaded fdc (flat detector controller) software and restarted the system. After the voltage recovery and software installation, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This reported problem code combination and specific scenario was assessed by a post-market surveillance clinical expert and the assessment is as follows: external power failures or outages may occur that can cause the azurion or allura system to not boot up/start upon shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Note bene: if the power outage results in a significant delay or abortion or treatment which leads to serious injury or death, consideration must be made for reporting the event as such. Ensure that careful and thorough documentation is detailed in the complaint record that it was not a device malfunction, but an external power outage which caused the device to stop functioning. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were update based on the investigation outcome. Evaluation method code was corrected.